Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. Approximately one month after the surgery, the patient complained of red eye and swelling pain. The event was diagnosed as pigment iritis (significant anterior chamber flare) and the patient was prescribed steroid eye drops and mydriatic eye drops. The symptoms disappeared but after one week, the patient returned with same reason. Patient had steroid conjunctival injection three times and enlarge the pupil. Patient improved but patient returned again one week later. The surgeon decided to explant the lens on (B)(6) 2014. Upon removal of the icl, everything was ok and the bcva was as good as before. The patient now wears a contact lens in the left eye.

Manufacturer narrative:
Method: medical review, device history record review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Medical review - intraocular inflammation after intraocular surgery is a common event however this is usually mild and does not require any additional interventions than the standard post-operative regimen of medications. In some cases the degree of inflammation may be more severe. Severity depends on the cause: surgical trauma, systemic conditions, presence of toxic substances, infection, etc. Prompt treatment aimed to control inflammation is critical to avoid further adverse events. It is unlikely that the icl was the cause of this adverse event. Every icl undergoes a steam sterilization process. Before releasing the lens, quality department verifies the following for each icl lot: sterilization cycle parameters (time, temperature and pressure) must be met; biological indicators used for every sterilization batch must be in accordance with specifications to demonstrate sterility; lal testing must be in accordance with specifications to ensure that the product is free from any endotoxin. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens not returned. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).